Manufacturer narrative:
The device was returned therefore d9 was updated.

Manufacturer narrative:
Corrected information has been provided in d4 (serial) and h3. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pump stop: the cause of the pump stop was due to bearing wear beyond design life of 8 days based on returned product inspection and data log analysis.

Manufacturer narrative:
A5, a6 are unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 70-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Following placement, the physician reported elevated motor current (mc high) and subsequent pump stop. Three attempts to restart the device were unsuccessful. The provider noted that the impella had pulled back, and discussions were initiated with the senior physician regarding pump replacement. The patient remained stable under ECMO support and ultimately survived to explant. The reported events are pump stop, medical device removal, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the pump removal; however, the removal was performed with no consequence to the patient, and support was maintained without any known adverse events.